Manufacturer narrative:
Initial reporter phone#: (B)(6). Investigation summary: in response to the event reported, a device history review was conducted for lot number 0231244 . Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the needle pierced through the bd intima-ii¿ closed IV catheter system while it was being introduced. The following information was provided by the initial reporter, translated from chinese to english: "when the indwelling needle was punctured on (B)(6) 2021, the hose of the indwelling needle of this batch number was punctured during the puncture process, which was suspected to have been punctured by the steel needle. The indwelling needle was replaced immediately and punctured again, causing no other adverse consequences."